Event description:
It was reported that this atrial lead required multiple delivery attempts at implant (four). The procedure was successfully completed, with the lead implanted in the posterior atrium, and no adverse patient effects were reported. Additional information received indicated the patient underwent lead revision due to loss of capture. The lead was capped and replaced. The patient was noted to have atrial standstill and scarring and benefitted from having atrioventricular conduction. No additional adverse patient effects were reported.